Event description:
Information received from the field notes intermittent loss of capture. The patient had symptoms ranging from dizziness to fainting and was repeatedly asystolic. The patient's intrinsic heart rate was less than 30 bpm. Autocapture was programmed off and the device remains implanted.